Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump and instructed the customer to use multiple daily injections as a temporary backup for insulin delivery. The customer was informed to return the faulty pump using a prepaid label within ten days, with instructions on storing the pump before shipping, which the customer understood and acknowledged.